Event description:
The account alleged that when the brakes were activated the brake steer casters did not hold. No pt impact.

Manufacturer narrative:
The brake steer casters were replaced by the account to resolve the issue.